Event description:
The user did very well for the first year (2008) with the device. The following year the contralateral ear was implanted with a cochlear device. Almost immediately after the recipient began rejecting the med-el device and would not wear the processor. In 2018 the user reported device sounded like static, and when wearing the medel processor it would cause the contralateral device to buzz. With a small increase the level became uncomfortable and caused uncomfortable sensation to the ear, which was extraordinarily loud. The user has been reimplanted.